Event description:
During a scheduled follow-up performed on (B)(6) 2016, high ventricular lead impedance (higher than 3000 ohms) was measured in unipolar and bipolar configurations. Reportedly, pacing and sensing failure was also observed. Reportedly, images confirmed that the lead was correctly inserted in the connector, and the damaged lead point was not identified. Re-intervention was scheduled to replace the ventricular lead (the date is not determined yet).